Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "(B)(6) 2019, (B)(6) hospital, patient was inserted with tube for general anesthesia, but it was difficult as tube was successfully inserted with many times. However the abnormal parameters occured which caused alarm after the anaesthesia machine connected, doctor found the one-side cuff leakage after checking, removed the tube immediately and replaced new one. Doctor found patient right lung lobe leaking, doctor doubt it was caused by frequent intubation, doctor did lung lobe repair on patient". The customer reports the current condition of the patient is "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2019, (B)(6) hospital, patient was inserted with tube for general anesthesia, but it was diffcult as tube was successfuly inserted with many times. However the abnormal parameters occured which caused alarm after the anaesthesia machine connected, doctor found the one-side cuff leakage after checking, removed the tube immediately and replaced new one. Doctor found patient right lung lobe leaking, doctor doubt it was caused by frequent intubation, doctor did lung lobe repaire on patient." The customer reports the current condition of the patient is "fine".